Event description:
Palmscan ap2000 used to measure lens for cataract surgery. Patient experienced post surgery sight problems. Later discovered palmscan ap2000 unit not consistently reading correctly. Dates of use: 2008. Diagnosis or reason for use: cataract surgery.